Event description:
It was reported that the threshold on the atrial lead had been steadily increasing. The physician was concerned about long-term performance since the patient was pacing dependent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a cosmetic depression on the outer insulation, blood in/on the helix mechanism, and tissue on the helix.